Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported patient with capsulotomy and primary incision after femtosecond laser treatment. The surgeon reported excessive corneal edema which caused the case to become difficult due to limited visibility. Additional information from surgeon indicated he completed the case with no further complications or injury to the patient.